Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the patient was revised due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: right side fossa was removed then reimplanted with new screw holes. Bone excised along the posterior aspect of the condylar component which was most likely causing the squeaking. On the left side, attempted to translate the jaw, unable to palpate a good joint space and elected to open. Noted fibrous adhesions, space created between the fossa and disk. Disk was in good position and intact. Jaw could be translated forward. Bilateral mandible incision in oral cavity to remove mandible tori (bony growths on the floor of the mouth, normal occurrence in some people, not related to procedure or components). Maxilla incision to excise hyperplastic tissue (overgrowth of gum tissue, not procedure or component related). A definitive root cause cannot be determined. The reported event is confirmed, based on medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.